Manufacturer narrative:
The insulin pump was received with compromised force sensor system error alarm during basic occlusion test and was unable to prime during prime test due to protruded and or loose drive support disk. The device had missing end cap sticker, minor scratched lcd window, cracked battery tube threads, and broken reservoir tube lip.

Event description:
The customer reported that he received a prime rewind alarm on his insulin pump. The customer's blood glucose level was 187 mg/dl. The insulin pump was stuck in the prime rewind sequence. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).